Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 401 mg/dl at the time of incident. The customer's blood glucose was 115 mg/dl at the time of call. The customer stated that her blood glucose reached 538 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer declined to troubleshoot for insulin issues and site issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.